Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D274trk implantable cardioverter defibrillator (B)(6) 2011; 6935 implantable tachy lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial lead had noise elicited with physical movement, undersensing of p-waves, high threshold, and was thought to be possibly fractured. The lead was explanted and replaced. During the pocket dissection, the left ventricular lead was damaged. The left ventricular lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial lead had noise elicited with physical movement, undersensing of p-waves, high threshold, and was thought to be possibly fractured. The lead was explanted and replaced. During the pocket dissection, the left ventricular lead was damaged. The left ventricular lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that there was blood on the proximal conductor, there was blood on the distal conductor (not obstructed), the outer insulation was cut, the outer insulation was kinked/buckled, there was apparent explant damage, and the lead was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.